Event description:
It was reported that there was an over infusion of dexmedetomidine (precedex) in the neonatal intensive care unit. The dexmedetomidine was intended to infuse at a rate of 0.195ml/hour (0.2 mcg/kg/hour). During the infusion it was noted that the patient displayed transient dropping of heart rate and spo2 reading in the "mid to high 80s". The patient was checked, and it was noted that dexmedetomidine infusing at 58ml/hour instead. The patient received positive pressure ventilation and was closely monitored until vital signs were stable. Patient heart rate and spo2 backed to >100bpm and >90%, with increased work of breathing. The patient had received an infusion of "14-15ml" of dexmedetomidine over an unspecified time period.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported issue of an over infusion of precedex (dexmedetomidine) on the date of (B)(6) 2023 was confirmed via log analysis and the cause identified to be from user programming. The reported basic infusion of precedex (dexmedetomidine) was found to have been programmed at the intended infusion rate of0.195ml/h (0.19ml/h was the actual allowed entered rate). After the infusion was started, the volume duration key was selected, and a duration of 50 minutes was entered. The duration change above result was the pcu displaying an infusion setup screen with a message the duration change resulted in the rate changing to 58.6ml/h. The clinician selected the yes key which started the basic infusion at the new increased rate. The above infusion at the rate of 58.6ml/h infused from the time of 10:26:32 am until the time of 10:47:16 am, when the syringe module was turned off, stopping the infusion. The volume calculated to have infused is 20.2281ml. This value was derived by subtracting the recorded volume infused at the infusion start (53.7555ml) from the total recorded volume infused at the infusion stopping (73.9836ml). No device inspection or testing could be performed because no devices were returned by the facility. Based on the log analysis, a device malfunction is not believed to have occurred, and the issue the result of unintended programming. H3 other text : no devices received, log review only.

Event description:
It was reported that there was an over infusion of dexmedetomidine (precedex) in the neonatal intensive care unit. The dexmedetomidine was intended to infuse at a rate of 0.195ml/hour (0.2 mcg/kg/hour). During the infusion it was noted that the patient displayed transient dropping of heart rate and spo2 reading in the "mid to high 80s". The patient was checked, and it was noted that dexmedetomidine infusing at 58ml/hour instead. The patient received positive pressure ventilation and was closely monitored until vital signs were stable. Patient heart rate and spo2 backed to >100bpm and >90%, with increased work of breathing. The patient had received an infusion of "14-15ml" of dexmedetomidine over an unspecified time period.

Manufacturer narrative:
Omit : b15 - analysis of data provided by user/third party, b17 - device not returned. Additional investigation summary: the device inspection and testing did not find any existing malfunctions. The syringe module passed the testing process with its functional accuracy within specifications.